Event description:
It was reported that a brief sensor issue occurred. The reported that he had been having problems with brief sensor issue prior to the event. The day of the event, the spouse attempted to wake the patient; however, he was extremely weak and struggling to move. The cgm receiver was not checked at that time and there was no alerts or alarms. The spouse called 911. When emergency medical services (ems) arrived, the bg was 30 mg/dl and the patient believes the signal returned, because the receiver started to alarm. The patient was not aware of the cgm reading at that time. The patient was treated with a sugar substance, glucose tablets, and carbohydrates and recovered after treatment. After treatment, the bg was 183 mg/dl and the patient was not aware of the cgm at that time. The sensor was removed sometime during the event and he was requesting a replacement. The patient noted that the spouse called 911 out of an abundance of caution, but even if ems hadn't been called, the patient still would have required 3rd party assistance to reverse the symptomatic hypoglycemia. At the time of the report, the patient was doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.